Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. Product ID: 355028, lot# n451233, product type: accessory. Product ID: 355531, lot# n468675, product type: screening device. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Upon return of the lead serial number (B)(4) analysis found no anomaly. Upon return of the lead serial number (B)(4) analysis found no anomaly.

Event description:
It was reported that during the trial, the first lead showed four open circuits with out of range impedances. It was noted that reseating the lead in the multi-lead trialing cable (mltc) did not resolve the issue. It was reported replacing the lead did not resolve the issue. It was noted changing the mltc did not resolve the issue. It was reported using a new external neurostimulator did not resolve the issue. It was noted a response was seen when testing stimulation on the patient, so the trial moved forward. A lor syringe was used multiple times. It was noted a bacitracin flush was not performed. It was reported the high impedances did not resolve and the cause was not determined. It was noted the patient felt stimulation and received effective therapy throughout the trial. It was reported the impedances were between 8,500 and 9,700 ohms. It was noted the implant date was not yet scheduled. It was reported the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.